Event description:
It was reported that "respiratory arrest, shortness of breath, extreme ongoing pain, permanent disability. Diagnosis or reason for use: to encourage new bone growth for fusion."

Event description:
It was reported that the patient presented to the doctor for consultation regarding sudden onset of bilateral neck and upper extremity ty pain following a motor vehicle accident. The patient underwent a cervical fusion procedure using rhbmp-2/acs, ceramic granules, and placed the same on top of locally harvested bone bilaterally in the facet joints of the lateral masses of the patient's spine. It is reported that the patient suffers permanent injuries and damages including unwanted bone growth in her spinal canal, spinal nerve entrapment, permanent nerve damage, numbness, loss of use in her upper extremities, difficulty ambulating, sleep deprivation, extreme pain and suffering, reliance on pain medications, mental anguish, and diminished quality of life.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported by the patient that their 1997 c6-7 acdf never fused and so they underwent a c4-t2 posterior cervical decompression and fusion in (B)(6) 2010 which utilized infuse. It was reported that there were respiratory arrest complications during surgery and that there were 1.5 weeks pot op that the patient could not remember anything. Since the surgery the patient has undergone multiple s/p injections. On (B)(6) 2011 the patient complained of big toe, ankle, hand, and neck pain and felt ¿things were getting worse¿. The patient felt like they had constant muscle spasm. The patient also reported they had blood their urine and a mass in their cervix. A cervical spine x-ray was taken which showed ¿ ..the bones are diffusely demineralized but well aligned. There is a disk space narrowing at the level of c5-6 with posterior fusion noted at l4-5-6 through t1-2. Anterior osteophytic changes are appreciated at the same levels. Significant c1 c2 subluxation is not appreciated¿.degenerative changes cervical spine prior fusion without significant c1 c2 subluxation. An x-ray of the bilateral hands was conducted which showed changes of degenerative arthritis bilateral hands as noted. X-rays of the bilateral feet demonstrated degenerative changes with osteophytes; erosive changes were appreciated. Per the doctor¿s notes: ¿she obviously has some inflammatory tenosynovitis¿ this could represent seronegative rheumatoid arthritis versus tenosynovitis related to prior use of quinotins.¿ on (B)(6) 2011 the patient reported pain in back of head and into back. Per the doctor¿s notes bilateral and upper extremities were unremarkable with full rom and no deformities were noted except left wrist and limited extension right hand with swelling mcp right diffusely and index dip right with limited extension mcp and limited rom of the wrist. There was a diagnosis note of inflammatory polyarthritis with ongoing inflammation and an assessment note that referred to the previous surgery in (B)(6) 2010 and made reference to radial nerve damage. On (B)(6) 2011 in a phone call to the doctor¿s office the patient complained of migraine headaches which were considered a side effect of medication. On (B)(6) 2011 the patient complained of pain in shoulder, lower back radiating down into buttock and wrapping around into the front of the thigh and into the upper knee . The patient presented limited rom of the right wrist; painful arc with pain with palpitation ac; tender right index; middle interdigital pain in foot; mechanical with rotator cuff. X-rays taken of the bilateral shoulders were unremarkable. On (B)(6) 2012 the patient presented with pain in the hand, wrist, ankle, big toe; neck, painful flare up on the left knee; breathing difficulties (question of pe) and anxiety. Per the doctor¿s notes it was thought to be phrenic nerve issue no a thoracic nerve issue. On (B)(6) 2012 the patient presented with stress and shoulder, left knee, and left ankle pain. The patient complained they needed to be careful when walking because they felt unstable. The patient also complained that their ankle and knees were making noises. They presented with limited rom of the right wrist and limited extension at mcp; weakness grip-scar dorsally; crep left knee, pain in back and referred pain. There was a notation of degenerative disc disease. Left ankle and left knee x-rays were taken and were unremarkable with minimal spurring anterior tibial spine. On (B)(6) 2013 the patient presented neck, back, shoulders, arm, and hip and knee pain. They stated that since the 2010 fusion they have continued to have neck and arm pain. On (B)(6) 2013 the patient presented increased lower back pain with radiation down the hips; down the left leg lateral thigh; and down shin into the big toe. The patient complained of clicking and popping noises; knees that were ¿bothersome¿; and dry mouth and eyes. They could not walk very fast. The patient also complained that they are having pain at the cervical level and have nerve damage and spinal stenosis. X-ray of the wrists showed mild degenerative changes; mild radiocarpal joint narrowing; irregularities of the scaphoid and triquetrum with mild degenerative disease. Left/right hand x-rays revealed small focal erosions of the second and third distal interphalangeal joints without evidence of injury. On (B)(6) 2013 the patient mentioned that the operative notes from the posterior cervical decompression and instrumented fusion in 2010 mentioned the use of an small infuse small but the billing information indicated a medium. The patient expressed concern on the infuse use as they felt, after hearing about infuse complications, that they had most if not all the complications. On (B)(6) 2013 the patient presented generalized weakness and pain in neck, back, shoulders, arms, hips, and knees worsened by walking, standing, sitting, and driving. Review of previous cervical spine MRI demonstrated post-operative changes compatible with fusion of c4-t2; left lateral disc osteophyte complex at c3-c4 with significant narrowing of the left lateral recess at this level. The patient expressed their opinion that the pulmonary issue in post op was caused by a neurologic injury and there was some cord injury, on (B)(6) 2013 the patient called and reported jerking in the arms and legs. On (B)(6) 2013 the patient reported lower back pain. On (B)(6) 2013 it was reported that the patient underwent physical therapy from (B)(6) 2013 for hand and right arm weakness and medium myelopathy. On (B)(6) 2013 the patient presented with right arm tingling and persistent paresthesia; weakness in fingers and wrist; shoulder pain , and shoulder limited elevation right greater than left.

Manufacturer narrative:
Review of radiographic imaging found as follows: on (B)(6) 1996 cervical lateral x-ray shows flattened cervical lordosis, ap view is of poor detail and adds no further information. Films are labeled as postop films it is possible that these films were taken after the reported acdf at c6/7. This cervical spine has no implants. On (B)(6) 2005 chest x-ray pa and lateral show no active infiltrates or cardiac abnormalities. Single fluoroscopic view taken from c-arm is also present by adds no data. On (B)(6) 2010 cervical x-ray series shows a fused c6/7 and advanced degenerative changes at c4, c5 and c7/t1. Dynamic views show slight instability at c3/4 even before surgery. No implants are visible in this set of photos. Lumbar films are also taken that show mild degenerative disc disease at l4 and to a lesser extent l3. Pelvic views show some sclerosis at both sacroiliac joints. On (B)(6) 2010 CT cervical spine and head again shown is the construct from c4 to t2. Here the osteophytes that are near the cord, come from the left uncovertebral joint at about c4 or c5. They do not appear to be associated with the placement of bmp in this case, but rather related to degenerative arthritis elsewhere. Full posterior laminectomy is noted from c4 to t1 with posterolateral fusion mass just lateral to the screws. On (B)(6) 2010 cervical MRI no new findings. Wide posterior decompression is noted c4 to t2. Previous acdf at c6/7 with myelo-malacia of the cord on the right at that level. Multiple sequences are distorted by metal artifact. On (B)(6) 2010 cervical x-rays show construct c4 to t2. Pronounced arthritis is present at c5/6, moderate at c4/5 with previous acdf at c6/7. Spinous processes are absent from c4 to the lower aspect of the construct. On (B)(6) 2010 flexion/extension cervical films show no movement in the fused area of c4 to t2, but there is some translation in flexion at c3/4. This is about 2-3 mm. On (B)(6) 2010 cervical spine x-rays again with instability at c3/4 and stable fusion construct c4 to t2. On (B)(6) 2011 cervical CT spots show posterior construct c4 to t2 apparently with vertex. Axial bone windows show some osteophytes that have developed off of the posterior disc space and the uncovertebral joints of c5 and c6 on the left. This is distant from the location of the posterolateral fusion mass. Wide decompression has been achieved. Minimal to no stenosis is evident at these levels. Instrumentation shows lateral mass screws well positioned down to t1 where pedicle screws are placed at t1 and t2. On (B)(6) 2011 cervical x-ray series again shows stable fusion with minimal translation at c3/4 (B)(6) 2011 lumbar MRI sagittal t2 sequences show a small midline disc herniation at l4. Mild disc desiccation is seen throughout the lumbar spine. The conus is at the l1/2 disc level. Axial views show moderate stenosis central and foraminal at l4, mild stenosis at l3. On (B)(6) 2012 cervical MRI wide decompression is seen from c3/4 to c7/t1. Interbody fusion is noted at c6/7. Posterior instrumentation is seen from c4 to t2. Mild spondylolisthesis is seen at c3/4 with mild stenosis at this level. No other stenosis is seen. Right sided syrinx is seen within the cord at c7. Lumbar MRI shows small central hnp at l4. Degenerative disc bulge also present at l3. Axial views verify a central and right paracentral hnp at l4 with mild stenosis. Mild stenosis is also seen at l3. On (B)(6) 2013 two lateral lumbar x-rays of poor quality. Extension view show no clear translation or instability. No spondylolisthesis is present, but there is mild disc space narrowing at l3 and l4. On (B)(6) 2013 cervical MRI no interval change is noted. Syrinx can now be seen on sagittal view behind c7. Stenosis and spondylolisthesis is not as pronounced on these studies as in 2012.